Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection performed and found the device received with a bent microswitch, missing reflux plug. Functional test performed by filling the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. It confirmed that the microswitch is not working. Probable cause would be forcing a temp check into the microswitch which bent the lever arm. Review of manufacturing job folder indicated that the reported serial number passed all functional tests including interlock switch check per test data form on the calibration sheet. Out of this job of 25 completed on 22jun2023; there were no relevant failure or discrepancies recorded. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the micro switch was not working properly. "Silver part by the micro switch was broken off". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.